Manufacturer narrative:
Follow up communication with the reporter provided additional information that the surgeon used the 2.75 mm drill to prepare the glenoid. The surgeon placed and tightened the two screws at the same time (alternating tension to each screw). On the last tension, to the second screw, there was a snapping noise and the head of the screw broke off (when fully seated). The surgeon was satisfied with the fixation because the screw is fully threaded. Patient weight was requested but not provided.no further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.the device has been received and evaluation is in progress. A lot number was requested but not provided; therefore, the device history record review could not be performed.based on the information provided, the most likely cause of this type of event is over insertion of the implant.if additional relevant information is obtained from the investigation, a follow-up report will be submitted.

Event description:
It was reported that during a latarjet technique a screw broke and remains in the patients shoulder. According to the reporter the screw broke as the surgeon was tightening down on the coracoid. On the last tension, it snapped. Due to the head of the screw breaking off, the surgeon was unable to retrieve the broken screw. Patients bone quality was reported as average. The patient is doing well. No further patient or event information was provided at the time this event was reported.